Event description:
It was reported that during a surgical procedure the device disassembled at the second elbow. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or impact to the patient.

Event description:
It was reported that during a surgical procedure the device disassembled at the second elbow. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or impact to the patient.